Event description:
A user facility reported to olympus that the front panel lights continuously flashed intermittently. The problem, as reported to olympus, was identified during preparation for use. The intended procedure was completed after a delay, characterized by the reporter as "small." There was no patient injury that occurred, associated with the problem, reported to olympus.

Manufacturer narrative:
The reported problem was resolved through troubleshooting with the assistance of olympus technical support via the phone. To resolve the problem, the reporter was directed to exercise the tab at the 12 o'clock position on the socket. Upon performing the suggested action, the problem no longer occurred. The investigation is ongoing and the conclusive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, it is likely the indicated phenomenon was caused by faulty slider switch of the scope socket. The scope detection became unstable due to faulty slider switch of the socket, and the indicated phenomenon occurred intermittently. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.